Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported post operatively that the patient experienced a large hematoma. The physician reopened the pocked and the entire pacing system was explanted and will be replaced in future. No further patient complications have been reported as a result of this event.